Event description:
No additional information.

Manufacturer narrative:
Three injector samples were returned for evaluation by our quality engineer team. Upon visual inspection of the sample, no defects were observed. Functional testing was performed, connecting the returned injectors as well as three retained injectors to a syringe and vial. In all cases, fluid was able to flow between the vial, through the injector into the syringe and back without issue, no indication of an occlusion or other obstruction was identified. A device history review was performed for lot 2302309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes visual and functional inspections prior to release, including verification the product is not damaged, flow rate, and all critical dimensions meet specifications. All records were reviewed for the reported lots and results were found to be acceptable. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Manufacture narrative

Event description:
Material#: 515052, batch#: 2302309. It was reported by the customer that today we had an incident where the injector would not allow nursing to administer a patient¿s dose of fluorouracil. We had to break the closed system by removing the n35-o that was on the syringe and change it to a new one. Verbatim: today we had an incident where the injector would not allow nursing to administer a patient¿s dose of fluorouracil. We had to break the closed system by removing the n35-o that was on the syringe and change it to a new one. My questions to the customer below: was this after they checked for blood return to make sure the pathway was not blocked? Yes. Patient had received other medications prior with no flow issues. When they tried to administer the 5fu bolus, it would not inject so nursing changed the c35-o connector and tried again. It still did not work, so nursing used an entirely different syringe to check for blood return with no issues. Upon trying to administer bolus again with no success, pharmacy was called in. Was there a spill of 5fu? No, there were no spills. Was this syringe discarded and wasted? Yes, after n35-o was changed, rn administered and discarded. Or if used, once a new injector was put on the syringe, did this work, with the original connector? The connector had been changed twice prior to nursing calling for assistance with the faulty n35-o. Once we changed the n35-o, nursing was able to administer.